Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30352231 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The tubing exhibits ballooning at the 96cm depth marker. It does not appear to be ruptured. Attempt was made to flush water through the central enfit port. Immediately upon pressing the syringe plunger, the balloon area filled and expanded. There was no leakage. The water would not flow through the tubing. The bolus tip was examined. There is no visible occlusion in that area. Attempt was made to locate the occlusion by pinching the tubing. At one area, the tubing felt firmer. A cut was made in that area. Some dried matter was observed on the inner walls, but not a full occlusion. A root cause has not been established. All information reasonably known as of 02 jul 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a nasogastric tube broke during an attempt to unclog. It was removed intact. No harm to the patient, and a replacement was placed.